Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not power up, but the lights would come on. Technical support (ts) had the caller measure the battery voltage and battery was at 6.35 volts. Replaced battery and with known good 9 volt battery and device operating as designed. The epg remains in use. There was no patient involvement.